Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-03975. It was reported the pt experienced scs ipg recharge issues as well as her scs ipg overheating. Subsequently, surgical intervention will be taken at a later date to address the issues. Additionally, at this time, it is unk whether or not the pt's charging sys is related to the overheating issue; therefore, the charging sys is being reported as device 2. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.